Manufacturer narrative:
During the quality investigation testing, overheating was duplicated. Further investigation revealed corrosion within the motor and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair for showing an overheating error message on the console during a procedure. No adverse consequences were associated with the event. Another device was used to successfully complete the procedure.